Event description:
Stryker model 940 cast cutter was being used to remove a cast when the blade began to wobble, physician was able to complete cast removal without incident. Biomed was called to inspect the cast cutter and they found that one of the four screws securing the output drive assembly had come loose and the excess vibration caused the output drive to crack between the blade mounting structure and the motor output. We feel that if this problem had not been noticed right away that pt injury could have resulted.